Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after a cryo ablation procedure, upon recovery from sedation, the patient complained of chest pain. The case was completed with cryo. A computed tomography (CT) scan was obtained, which revealed no abnormalities. The patient's vital signs and an electrocardiogram were also within normal limits. Intravenous non-steroidal anti-inflammatory medications were then administered, and the patient's chest pain subsided. It was noted that the patient will be followed up as outpatient. No further patient complications have been reported as a result of this event. (B)(6) 2018: incoming information indicate that the patient was discharged from the hospital without any issues.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Data files showed that 5 injections were performed with the catheter on the date of the event without triggering of any system notice. There was no indication that the reported adverse event was related to manufacturing. The physical device was not returned for analysis/investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.